Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer who reported that I-stat act-celite cartridges were difficult to fill and were yielding quality check code 39 and code 44 in the micu. The customer states that they are using the same lot of cartridges in the operating room and they are not having any issues. No alternate act method available. There was a 2 hour delay before an act was able to be performed. Upon completion of the act at the end of the 2 hours, the pt's heparin level was found to be on target an no action required. Based on the info at the time, there was no injury associated.